Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was having trouble with frequency urination. Patient had two accidents in three days. Patient did not feel stim. It was indicated that patient was not instructed to keep voiding diary. Patient could not increase stim or it would be too high. Patient was able to connect with patient programmer (pp) and she kept getting poor communication. Patient was going to call back when her dad is at home. Patient currently lived with her parent. Patient stated her dad is the one that does the changes. Patient was going to try another program. On the same day, it was further reported that the patient had not met with her healthcare provider (hcp) in five months. Patient felt like stim was painful, she turned stim down but stim remained painful. She would turn stim down further and call back if she wants to switch programs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They requested the manufacturer representative¿s phone number. It was reported that the patient wanted to adjust their settings because they were not able to get to the bathroom fast enough. Their urinary symptoms had been decreased by 50% since implant, but the patient would like to see if it will do better. It was stated that they were on 1.9, and increasing stimulation would make it worse. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Event description:
Additional information was received from the patient on (B)(6) 2017. It was indicated that the patient experienced painful stimulation. The patient reported that the stimulation had been turned up too high since (B)(6) 2017. The patient stated that their friend tried to decrease stimulation on the day of report but they ended up turning stimulation higher. It was confirmed that therapy was on and the amplitude was decreased, which eliminated the uncomfortable stimulation. Additional information was received from the patient on (B)(6) 2017. The patient reported that it was too tight and they were peeing on themselves. Additional information was received from the patient on (B)(6) 2017. It was indicated that the patient experienced a loss or change in therapy. The patient reported that the patient programmer (pp) showed that the implant was off. The patient confirmed they were at 1.4 v and noted that they wanted to decrease stimulation. The patient stated that they wanted to give themselves enough time to make it to the bathroom. The patient noted that at 1.4 v they did not have enough time to make it to the bathroom when they felt the sensation to go. The patient was lowering stimulation so they would have enough time to make it to the bathroom. The patient noted that stimulation at 1.4 v was too high for them. The patient thought a lower setting would probably work for them and they would have to try it. The patient further explained that they were not going to the bathroom on time and that they were not very fast. The patient noted that they decreased stimulation and were comfortable at the time of report. The patient reported that their symptoms had not decreased. The patient stated that they had this problem for a long time and it was the reason they got the implant. The patient noted that their father changed them to a different program and that they did not know how to do that. The patient reported that their father stated that it should be higher but the patient noted that when it was higher they would not have enough time to make it to the bathroom. The patient was reviewed that therapy had to be on to be effective and the patient confirmed that therapy was not on during troubleshooting. The patient was recommended to follow up with a healthcare professional (hcp) about changing programs if the current settings did not help. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient reiterated that she is still not able to get to the bathroom in time. The patient requested to turn stimulation down to improve her symptoms. Patient services reviewed that it would be unexpected for a decrease in amplitude to improve symptom control. The patient synched with their implant, and the patient confirmed that stimulation was off. Patient services assisted the patient with turning stimulation back on. The off button functionality was reviewed with the patient. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.